Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mmx15mm wolverine cutting balloon was selected for percutaneous transluminal angioplasty via shunt. During the procedure, the first and second inflation was at 6 atm however upon second inflation, it was noted that the balloon ruptured. The device was removed without problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the status of the patient post procedure was good.

Event description:
It was reported that balloon ruptured occurred. A 4.0mmx15mm wolverine cutting balloon was selected for percutaneous transluminal angioplasty via shunt. During the procedure, first and second inflation was at 6 atm however upon second inflation, it was noted that the balloon ruptured. The device was removed without problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the status of the patient post procedure was good.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Positive pressure was applied when the water was observed to be leaking from the inner lumen and coming out of the tip. The markerbands, blades and tip section of the device were visually examined, and no issues were noted. A visual examination of the inner lumen identified damage approximately 5mm proximal from the distal tip.